Manufacturer narrative:
Additional information: based on the received information from the field, the recipient is experiencing discomfort with hearing on the four most basal channels. A review of at support of the available fitting data and imaging excluded a technical issue with the implant and a migration of the active electrode. Recommendations for re-fitting have been given by at support. Currently no further information is available.

Event description:
As per clinical support review of the maestro file, 4 basal channels have been disabled because of non-auditory side effect (discomfort). At support provided recommendations on refitting. As of (B)(6) 2023 the user has not been seen to try the suggested fittings.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Four basal channels have been disabled because of non-auditory side effect (discomfort).